Manufacturer narrative:
Correction: please refer to h6 (device, component & health impact) code. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the returned product, one of the pins found missing from the clamping lever due to which the structural integrity and ideal mechanism of the device is impaired. Device looks to be in pretty much used condition as indicated by the usage marks on the device surface. The correct press-fit dimensions cannot be determined retrospectively, as the pressing process deforms the pin and hole. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation of this returned product and former complaints, the event was identified being design related and to address the issue of pin detachment, an improvement in the design was already done through an nc and CAPA. In the change, the pin after being press-fit into the hole, it was mandated to seal it with welding which will avoid the pin to come out of the hole during application of excess forces. If more information is provided, the case will be reassessed.

Event description:
As reported: "part broken off, limited use".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "part broken off, limited use".